Event description:
The locking mechanism on the plate broke while the surgeon was revising the plate due to a screw backing out. Upon a follow-up visit with the surgeon, an x-ray showed a screw backing out of the cervical plate. During revision surgery the surgeon attempted to replace the screw that was backing out with another. The middle locking mechanism was broken when surgeon tried to unlock it. Upon removal it was discovered that another locking mechanism within the same plate was broken. It was decided by the surgeon to replace the plate with another of the same size.

Manufacturer narrative:
The x-ray taken after the first surgery indicated that the procedure was satisfactory. On the follow-up visit with the surgeon, the x-ray showed that a screw was backing out of the plate. Once in 2nd surgery, the surgeon backed out the screw, unlocked the mechanism and replaced with another screw. An x-ray was taken and it appeared that the screw was set and satisfactory. Upon further investigation of the x-ray it appeared that one of the middle screws was backing out around a locked mechanism. The middle lock mechanism broke when the surgeon unlocked it. The plate was removed and it was observed that two locking mechanisms were broken. The plate was replaced. Plate has not been returned to the manufacturer. A discussion was held between the sales representative of alphatec spine, the registered nurse director, the surgeon and risk management manager. It was determined that during the revision surgery the metal was manipulated at least 3 times which would cause the locking mechanism to fail.